Event description:
During a prolapsectomy according to longo procedure, the device stapler cut but did not suture completely (only 180 of circumference). The surgeon had to finish the operation suturing by hand. There was no reported pt consequence.